Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Pt called to report that she is in increased pain and wants to start using her stimulator again. She told me over the phone that she has not charged it in a long time, estimated about two years. She also lost her pp and recharger during this time. Factors that have contributed to the patient's issues are compliance with recharging. The rep will be meeting with the patient in office on (B)(6) 2020 to confirm overdischarge. The issue has not been resolved at this time. The overdischarge was confirmed on (B)(6) 2020. The patient will begin steps to recover the implantable neurostimulator from an overdischarge once she receives her replacement patient programmer and recharger. The patient reported. That in about "(B)(6) 2019" they could not get their ins to charge and had met with two mdt several times about the issue, but did not specify a notify date. Pt said the mdt reps could not get the ins to charge so the pt sent back all of their equipment and had not used their ins for "3 years." Pt called because they need to schedule an MRI angiogram brain and neck with/without contrast and wanted to know MRI eligibility since they still had the ins implanted.